Manufacturer narrative:
Follow-up #1: date of submission 01/07/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 12/21/2015 with the following findings: a review of the pump black box data revealed one pump reboot associated with a cs128 replace battery alarm. No other reboots were observed. During a visual inspection of the pump, there was moisture corrosion observed in the battery canister and cap. The returned battery cap was undamaged and was able to secure properly to the pump; however, a power loss was observed with the returned cap. During testing, a leak test was performed and a battery compartment leak was found. Using a test battery cap, the pump¿s ez-prime steps were performed correctly with no power interruptions. The pump case was removed and no evidence of moisture ingress or damage to the power circuit was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture observed in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.